Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: eur heart j case rep. 2025 may 28;9(6):ytaf269. Https://doi.org/10.1093/ehjcr/ytaf269 pmid: 40496600; pmcid: pmc12150284.

Event description:
Title: replacement of aneurysmal right coronary artery with reconstruction of posterior descending and right ventricular branches in coronary artery fistula draining into the coronary sinus: a case report. The aim of this study is to present a case of a 69-year-old female with congestive heart failure and atrial fibrillation detected on the electrocardiogram. This case report presents a comprehensive surgical approach for aneurysmal dilatation of the long segment of the right coronary artery (rca) associated with cafs. 7-0 prolene (eth) suture was used to anastomosed the two buttons for the right ventricular branches to a 4 mm hole on the side of the saphenous vein graft. Reported complication: 7-0 prolene (eth) cardiac tamponade treatment: managed with surgical drainage. In conclusion, surgical intervention, including fistula closure, critical coronary branch reconstruction, and valvular defect correction effectively improved abnormal coronary and systemic flow dynamics and reduced the risk of rupture, embolism, heart failure, and other complications.